Event description:
On (B)(6) 2014, at the (B)(6) hospital in (B)(6), it was reported that the hcu 40 serial number (B)(4) was very noisy during operation and the cardiovascular surgeon instructed the staff to remove it from the o.r. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was tested by the ssu technician for sound levels and the sound level with and without the compressor on was outside of the specifications. Other devices in the facility were also tested with the same result. (B)(4).